Event description:
It was reported that the patient presented with anemia and melena and was admitted to the hospital. Esophagogastroduodenoscopy (egd) and colonoscopy were performed and were unremarkable. Contact bleeding was noted during the procedure. Aspirin and warfarin (coumadin) were discontinued, and bleeding resolved. The patient experienced hypotension and low flow alarms during admissions; the low flow alarms resolved with intravenous fluids. It was noted that log files were not obtained. The patient was discharged on (B)(6) 2023, and all anticoagulation was held on discharge and resumed at a follow-up clinic appointment. The left ventricular assist device (lvad) operated as intended. The patient was reported as stable and re-initiated on warfarin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding and hypotension could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.